Event description:
Customer called on (B)(6) 2011 reporting of a spill under a synchron cx5 delta clinical system and was not able to locate the source of the leak. Customer stated that no erroneous results were generated and all qc was within acceptable limits. No death or serious injury was reported as a result of the spill. Customer stated that she was performing normal operations at the time of the leak and noticed a spill of approximately 20cc of unknown yellow liquid. Customer had cleaned up the spill with regular laboratory protocol. Field service engineer (fse) was dispatched and found that the waste connector was broken. Fse replaced the connector and verified repair per established procedures.

Manufacturer narrative:
(B)(4).